Event description:
It was reported that the target lesions were located in the left main coronary and the proximal left anterior descending (lad) arteries. Vessel is characterized as being mildy tortuous, heavily calcified, concentric, de novo and bifurcated with 75% stenosis. Vessel diameter is 3.5 mm and is 20 mm in length. Pre-dilatation was performed with the voyager rx balloon dilatation catheter (bdc) in the proximal lad at 8 atmospheres and first inflation when the balloon ruptured. Physician replaced the bdc with another voyager rx and continued with the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager 3.0*12, angiosculpt 3.5*10. Guide wire: rinato, bmw universal ii. Guide cath: zuma 7f sl3.5sh. Stent: xience v 3.5*23. Evaluation summary: evaluation of the returned balloon found blood and contrast in the hub, inflation lumen and balloon. The balloon was loosely folded and there was no other damage noted to the balloon catheter. This is consistent with the reported information that the balloon ruptured during the procedure. Analysis confirmed the balloon rupture by pressurizing the balloon with a new indeflator and noted a longitudinal rupture, 1mm in length, over the distal end of the distal balloon marker. There were longitudinal scratches on the distal end of the rupture suggesting interaction with the anatomy. The reported anatomy was characterized as being mildly tortuous, heavily calcified, concentric, de novo and bifurcated with 75% stenosis. In this case, interaction with the anatomy appears to have contributed to the scratches and subsequently resulted in the reported balloon rupture. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. The reported rupture appears to be related to the circumstance of the procedure and there are no indications of a product quality deficiency.